Event description:
New information received notes that the lead was capped and replaced.

Event description:
New information received notes that high out of range hv lead impedance was observed. Patient will be monitored remotely until lead replacement.

Event description:
It was reported that during device change out due to approaching eri, externalized conductors between the svc and rv coils were observed via x-ray. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.